Manufacturer narrative:
The returned product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed. Based on the investigation results, it cannot be definitely concluded that the pump caused or contributed to the customer's mastitis.

Event description:
Customer contacted ameda, inc on (B)(6) 2017 to report her purely yours pump breast she just received has low suction and does not drain her breasts. She also reports the pump clicks. She was 1 week postpartum when she first began using the breast pump and her baby was not breastfeeding well. Breasts were very engorged with clogged milk ducts. On (B)(6) 2017, customer phoned her healthcare provider due to left breast pain, fever and engorgement. Healthcare provider diagnosed her with left breast mastitis and prescribed a 10 day course of oral antibiotics. She was instructed to pump very often and attempt breastfeeding with a nipple shield however baby couldn't drain the milk well either. This pump was tested over the phone and a replacement purely yours breast pump was shipped to customer the next day.